Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of a communication bus cable. A field service engineer reseated the cable connection to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. A customer reported that the drawers were not being detected on the bus and were unable to open. Additionally, the customer observed that there was a loose cable. The customer reported that there was a malfunction that occurred when the user was trying to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.